Event description:
The patient presented to the device clinic over one month ago for device interrogation. There was normal sensing. Ventricular lead impedance measurements show intermittent elevated readings as of 4 months ago. With manipulation, the ventricular impedance spiked to 1200 ohms. No episodes of noise on right ventricular (rv) lead were recorded. The patient does not require ventricular pacing. ICD reprogrammed by increasing rv pacing output. Due to the sprint fidelis lead being on alert, the patient was evaluated in office on one week later. The patient is scheduled for lead revision and generator change.======================manufacturer response for lead, sprint fidelis (per site reporter)======================device under alert.